Event description:
It was reported that during a surgical implant procedure the sensitivity measurements the analyzer was giving were too low. The analyzer was changed out and returned for service. It was noted that an unnecessary procedure (subclavia stick) was performed due to the inaccurate information, as the physician believed that the original lead was malfunctioning. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comments of low sensitivity measurements, the analyzer passed all systems tests with no fault found. (B)(4).